Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion, guide cath: launchersal1.0sh. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by st. Jude medical (B)(4)company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch filing additional event information was received: the balloon was soaked in saline prior to use and air was pulled prior to use outside the anatomy with no issues noted. There was no resistance during advancement reported. There was no resistance during sheath removal reported. A new nc tenku was used for the procedure.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, eccentric, 90% stenosed, de novo lesion in the distal right coronary artery. The tenku 2.5 x 20 mm balloon catheter ruptured at 12 atmospheres when inflated for the first time. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.